Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturers assessment there was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a deviation between the stylus and the cursor on the screen. It was also noted that several electrocardiogram (ECG) plug pins from the ECG cable were stuck in the ECG connector resulting in the link electronic module (lem) board being worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.